Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, exhibited a sharp rise in threshold and high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the repositioning attempt of the rv lead, the implantable pulse generator (ipg) failed to pace although the lead was connected to the ipg. The lead was connected to a new device with no issues. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.